Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to develop cancer. The patient has since died. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device were completed by the manufacturer. The manufacturer found dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and air path, suggesting a source external to the device. The manufacturer also found evidence of water ingress on the blower and blower box, sticky contaminate on blower isolators. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirmed the presence of contamination in the air path. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to develop cancer. The patient has since died. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.